Event description:
It has been reported to philips that the device was not booting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray computer which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully. Review of the system log file confirmed that the x-ray pc malfunction. Upon troubleshooting, it was found that x-ray pc was not responding. The philips engineer replaced x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.